Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the laser rebooted during a laser photocoagulation procedure. The laser procedure was completed with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. Unrelated to the reported event, the footswitch and real panel printed circuit board (pcb) were replaced to address an issue the customer had with the footswitch. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).